Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory was properly installed onto the reported 8mm monopolar curved scissors (mcs) instrument. Customer did not know if there was an orange surface that was visible on instrument after installation of accessory. The accessory was not installed beyond the orange surface. There was no damage to the tip cover. No missing material was observed. Customer could not confirm if the instrument had a broken cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.